Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating the patient's implantable neurostimulator (ins) was indeed overdischarged and they needed instructions for how to charge it. Agent sent manual to rep. Rep later reported stating they saw the patient today and confirmed the overdischarged status again. The wireless recharger was used to reset the ins and now patient is charging normally. The cause of overdischarge was due to forgetfulness of patient to recharge consistently. Equipment was checked and all is in functioning order. Rep reached back regarding the overdischarged battery. Patient indicated they have not charged their implant for maybe 3 months. Rep reported they had performed overdischarge, with ins currently charging with good/excellent coupling. Rep was charging with the wireless recharger. However, they had been charging for about 45 minutes, and ins was still at 0%. Rep did see a message on the recharging app, "por". Agent reviewed this was a normal message after overdischarge. While on hold during call, the ins battery just went up to 25%, but then patient moved and the ins went back down to 0%. Agent reviewed ins battery capacitor with overdischarge state. Patient and rep were instructed to continuing charging and it was suggested to clear the por message before sending patient home.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported they couldn¿t get the wireless recharger to connect with the implant as it would connect then disconnect. An attempt was made to reset the recharger without success. The patient also told the rep they had been unable to connect with the implant using the handset for months. During the call the rep mentioned getting a 1713 error code. It was reviewed the implant was likely in overdischarge and the device would require a physician mode recharge (pmr).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a90300, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep that patient is recharging daily twice, but the implant battery is still depleting very quickly, causing therapy to turn off on patient. Technical services(ts) reviewed with rep to have patient continue to recharge fully, but if battery continues to deplete quickly then replacement is a consideration as battery damage might have occurred from overdischarge.

Event description:
Mdt rep reached out to patient services to obtain instructions on how to reset patient's device following overdischarge. The patient was instructed to contact the rep when they have time and are desiring the device reset. The issue remains unresolved at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.